Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: the device related to the reported event of deflation received on april 29, 2021 with lot number 2273808. Analysis of the returned device identified: creases flat, white particles inner device, wear abrasion and opening curved on anterior. Leak test and microscopic analysis was performed which identified: sharp opening on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior (valve bond edge) assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Patient reported an unknown side implant rupture. Healthcare professional reported left side deflation. Healthcare professional additionally reported "particles in valve." Device has been explanted and replaced.